Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported experiencing high blood glucose over 300 mg/dl and symptoms that included nausea, vomiting, and abdominal pain. The customer saw her regular doctor. Troubleshooting with the insulin pump was declined. The customer stated her endocrinology nurse said she had pancreatitis. The insulin pump will not be returning for analysis.